Event description:
An 8 french foley catheter was being removed from a pediatric patient, and it was difficult to remove. The nurse had to call a physician to remove the catheter because it would not come out. Following removal, it was noted that the portion which is inflated after insertion and deflated before removal had a ridge. The sterile water had been removed from the balloon. Although removal was difficult, the patient did not sustain any injury. The staff were able to re-create this problem with other catheters of the same lot number.

Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event, however review of the ventilator log history indicated a 24/12 volt failure occurence during operation with a vent inop occurrence during subsequent power on. When a 24/12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power supply to correct the finding. Extended self testing (est) and applicable final tests were performed and testing passed per operating specifications.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 68 months. Information learned from implant patient registry. On (B) (6) 2010 (through follow-up with the heatlh-care provider), it was learned that the device was explanted due to aortic stenosis.

Manufacturer narrative:
Evaluation summary: the valve as received, exhibits tissue that is stiff, shrunk, and translucent like in appearance; such characteristics are typical of dehydrated tissue. Calcification is heavy in the cusp area of leaflet 2 and minimal to moderate in the cusp area of leaflets 1and 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is minimal at the stent inflow. The x-ray demonstrates calcification. (Model# 3000). The device was returned and evaluated on 04/16/2010.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.